Event description:
This report is to advise of an event observed, during analysis.

Manufacturer narrative:
No complaint was received, with the return of the device. Failure event observed, during analysis. As received, only the connector portion of the lead was returned in one piece. Visual inspection, found two external insulation abrasions breaching the outer insulation. One proximal to the suture sleeve tie mark consistent with friction to device can. And the other distal to the suture sleeve tie mark consistent with friction to another implanted device or feature of the patient anatomy. All other damage noted, is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors at middle region of the partial lead consistent with procedural damage.